Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose level was 324 mg/dl. The customer reverted to alternate insulin therapy.